Manufacturer narrative:
The blower moog motor assembly was returned to failure investigator (fi) lab for evaluation. Visual inspection of the blower assembly revealed no signs of damage or contamination. The blower assembly was installed into the fi test ventilator. An operational test was performed and failed during ventilator booted into normal ventilation mode. The air source fault was displayed on screen. The ventilator then booted into diagnostic ventilation mode and passed. Short self-test was performed and failed. Air source fault was also displayed on screen. Fi technician traced to the blower thermistor which was observed in an open state. Fi technician removed the defective thermistor from the blower assembly and replaced with an in house thermistor. The blower assembly re-installed into the fi test ventilator and retested. Unit passed all required tests with no errors generated. Fi technician run the blower assembly for an extended period of approximately six hours; unit operates without any failures identified. The determination could be made that the device failed to meet specifications. The root cause for the reported issue is due to the open thermistor.

Event description:
The customer reported that the unit failed short self-test (sst). The customer reported there was no patient involvement.